Manufacturer narrative:
One slimline 550 reusable fiber was received for evaluation on 30-jan-2018. Visual examination revealed that the fiber was broken, with black marks on the end. Fiber appeared pinched or twisted which would cause a break. Fiber was broken approx. 9.7 feet from the rubber attached to the sma. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. A review of the device history record was performed, no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, a review and analysis of all information indicated that the most probable root cause is operational context, the fiber was most probably broken due to excessive bending or exceeding the fiber tensile strength during use. (B)(4).

Manufacturer narrative:
An investigation of the reported event found that the reported malfunction of the slimline 550 fiber was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2017-00002). This event represents a reportable malfunction. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A foreign user facility reported that while a physician was using a slimline 550 reusable laser fiber to perform lithotripsy under ureteroscope, the tip of the fiber broke off in the patient. The detached portion was retrieved with reflux fluid, and the procedure was completed with another slimline 550 fiber. There were no patient complications reported as a result of this event